Event description:
Four out of 5 stryker full radius cutter cannulae were occluded and suction could not be obtained, therefore they could not be used on wrist case. All full radius cutters that were attempted and or finally used were from the same lot number. Three of the cutters were attempted on the pt and were unsuccessful. One cutter was trialed off the field and was also occluded. The fifth radial cutter was tested before being used and was not occluded and was successfully used on the pt. Procedure was then successfully completed with no harm noted to pt as a result of this incident.